Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician reported a fresenius 2008t hemodialysis machine with patient blood loss that occurred during treatment. The machine showed blood pump alarms and blood clotting in the patient bloodlines, after which the patient was moved to another machine to complete treatment with no injury. The issue was found when the biomed contacted technical support and advised that the user facility staff reported the machine showing the art bp no comm message and the e.03 and e.23 alarm. Upon follow up with the biomed, it was confirmed the biomed could not duplicate either the art bp no comm message, or the e03 and e23 alarms that were initially reported by staff. The biomed advised they ran the machine through functional tests, which passed without issues. The biomed advised that this there was miscommunication between staff members when this was initially reported. The biomed confirmed that no parts were replaced on the machine. The biomed confirmed that after passing functional tests, the machine returned to service without a reoccurrence of the issue. Additional patient, treatment, and device information was requested, but was not available. If additional information is received, a supplemental report will be submitted.